Event description:
A surgeon reported the cannula came apart while the product was being used during surgery. The pt's capsular bag tore, the eye hemorrhaged and a vitrectomy was performed. The outcome of the event was reported as "poor."

Manufacturer narrative:
No remarks related to this complaint were reported in the batch record review. All syringes were visually inspected, no loose luer lok adaptors (lla) were found for this batch. A functionality test was performed on retention samples, no nonconformances were found. Investigation of the returned complaint sample revealed the lla with the assembled cannula was detached from the barrel of the syringe. No component defects were observed. The returned sample was reassembled and a functionality test was performed. The result of the test was satisfactory. The lla did not detach during this test. Results of additional investigations on other devices showed that there were no deviations related to the individual components of the product. Dimension and functionality tests conformed for the glass barrel as well as the plastic lla on these devices. After re-assembly of other samples by the manufacturer, it was not possible to simulate the detachment on these samples when the product was assembled according to the directions for use (dfu). However, when the dfu was not followed, a malfunction of the device could be simulated. Additional info was requested and received. A completed questionnaire was returned by the surgeon.